Manufacturer narrative:
(B) (4). (B) (4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that while using autobipolar on the forcetriad, the energy would not stop when the surgeon removed the device from tissue. There was no injury to the pt.